Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic bile duct stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, after the physician inserted the stent through the guidewire into the bile duct and attempted to deploy, it failed to deploy due to stress and when more force was applied, it was noticed that the guide catheter was separated. Another advanix j pigtail type was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was unloaded from the delivery system. The guide catheter was completely removed from the push catheter when received and it was kinked/bent in several locations, also it was stretched and broken at proximal section, broken section was not returned. The push catheter was kinked/bent in several locations. The suture was detached and it was not returned for analysis, the suture hole was torn. Findings from visual assessment indicates that likely there were issues to deploy the stent. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the issue occured during the procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking, additionally suture hole torn indicates that the suture was submitted to tension forces resulting in tearing the suture hole and breaking the suture from the delivery system. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic bile duct stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, after the physician inserted the stent through the guidewire into the bile duct and attempted to deploy, it failed to deploy due to stress and when more force was applied, it was noticed that the guide catheter was separated. Another advanix j pigtail type was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.